Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the down arrow keypad button had to be pressed multiple times for a response. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was fully intact. Evaluation revealed that the down keypad button was intermittently unresponsive. There was evidence of keypad contamination found under the contrast and down arrow key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.